Manufacturer narrative:
(B)(4). Report source: (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product will not be released by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the final stem was taller than the stem provisional. Once implanted, the sizing variance was noted along with a fracture of the epiphysis. The cement had already hardened and removal delayed the surgery over an hour. No additional information is available at this time.

Manufacturer narrative:
Concomitant medical products: 00-5880-013-02 ng rot.hinge knee fem sz c right 63490633 , 00-5990-033-20 10mm distal augment (femoral c) 63378697, 00-5990-033-10 5mm distal augment (femoral c) 63358458. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.